Event description:
It was reported that patient's ipg was inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced with no complications.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. A patient¿s ipg reached end of life was reported to abbott. As a result, ipg was explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.